Event description:
During a thyroid biopsy, a piece of the needle broke off in the pt. An x-ray was done to confirm that a small part of the needle was in the pt's neck. Pt was informed of the incident and was seen by an ear nose and throat specialist. It was decided by the physician that there was no need to remove the broken piece.

Manufacturer narrative:
The sample was received for evaluation. Visual inspection of the returned sample showed that the internal needle was broken in half at the notch and the remaining portion of the notch was bent. The cannula's grinding was also damaged. Due to the condition of the stylet and cannula, the most likely cause for the failure reported may be due to excessive force applied to the device during the procedure. A review of the device history record for the lot number reported showed no issues during documentation review.